Manufacturer narrative:
No product is being returned for evaluation. (B)(4).

Event description:
Elite pass would not open during case if upper jaw met any resistance. Could not complete arthroscopic cuff repair. Surgeon completed repair by converting to open procedure.